Manufacturer narrative:
Manufacturer ref# (B)(4). (B)(4). Investigation is still in progress.

Event description:
Description of event according to complainant: an (B)(6) female patient with bilateral leg dvt needed a filter. The physician inserted the filter, un sheathed the filter but reported that the feet did not expand. The secondary wires did open. The physician deployed the filter and it tilted. He retrieved the filter by sticking a catheter down the sheath and straightening out the filter. When he placed it on the table, the filter opened just fine. Another manufacturers device was used to complete the procedure. The patient had a narrow vena cava. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Summary of investigational findings: investigation is based on event description, review of provided imaging, and returned product. The imaging review confirms that the primary filter legs did not expand completely to occupying the expected lumen of the ivc (single fluoroscopic image). The secondary legs appear to be equally distributed throughout the ivc lumen. According to the complaint report, the patient had a narrow ivc as well as a slight dextroconvex curvature to the ivc. The imaging review finds that the ivc measures ~12.5mm - not 18.8mm as described in the complaint report. A venogram with a measuring catheter in place was not performed to confirm this measurement. Per IFU the diameter of the ivc should be >15mm. The complaint report also found, that the filter demonstrated an insignificant tilt (accentuated due to the dextroconvex curvature of the ivc throughout this region) in reference to the posterior spinous processes and likely in reference to the segment of the ivc in which it was deployed. Due to the curvature of the ivc, the primary filter legs were positioned towards the right aspect of the ivc instead of within the center. The imaging review states: "given the small size of the inferior vena cava and the primary filter feet being deployed towards the right aspect of the ivc, they likely prematurely engaged the walls of the ivc before expanding laterally to completely occupying the lumen of the ivc. This premature engagement would have been even more accelerated due to the typical oval configuration of an ivc." Investigation of the returned product found no errors and could not explain the reported event. Based on the provided information, the root cause for the reported event is determined to be related to patient anatomy. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor similar events.

Event description:
Description of event according to complainant: an (B)(6) female patient with bilateral leg dvt needed a filter. The physician inserted the filter, un sheathed the filter but reported that the feet did not expand. The secondary wires did open. The physician deployed the filter and it tilted. He retrieved the filter by sticking a catheter down the sheath and straightening out the filter. When he placed it on the table, the filter opened just fine. Another manufacturers device was used to complete the procedure. The patient had a narrow vena cava. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.